Manufacturer narrative:
Date of event - estimated based on aware date of (B)(6) 2021.

Event description:
(B)(6) study it was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted with no leak noted. At the 1-year follow-up the patient had a device related thrombus which was treated with eliquis for 2-3 months. Transesophageal echocardiogram (tee) follow-up noted no thrombus. At the 2-year follow-up the patient again had a device related thrombus. The patient had no clinical events and was put back on apixaban. A follow-up tee will be performed in eight weeks.